Manufacturer narrative:
Visual inspection was performed and found the tip to be fractured and deformed rotationally. Fracture occurred on one side of the tip across the star pattern that engages with screw head. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Surgical technique guide review: once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Fracture occurred where the proximal end of screw head would end when properly engaged with driver. Fracture location indicates fracture occurred during screw insertion. Rotational deformation observed just distal and proximal to fracture location indicates that excessive torque was most likely applied to the driver during screw insertion. Based on the devices age, manufacturing records review, and visual inspection the most likely root cause of the reported event was determined to be excessive torque applied to driver during screw insertion. Potential contributing factors include: instrument previously damage, torque limiting handle not used, torque limiting handle out of spec, torque limiting handle damaged, and/or excessive mechanical force applied.

Event description:
It was reported that during screw implantation, the tip of an ozark screw driver w/thread twisted. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that during screw implantation, the tip of an ozark screw driver w/thread twisted. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.